Event description:
Pt underwent closure with a techstar xl6 fr. Device. Approximately one year following the procedure, the pt returned to the physician presenting with a small, contained abscess and a piece of green suture protruding through the skin. The physician cut the suture to skin level and treated the pt with antibiotics. The pt recovered without further incident.